Event description:
It was reported that the image from the rigid videoscope turned red after several minutes of use. The malfunction occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a broken r-unit (charge coupled device) caused a purple image. The investigation findings did not lead to a clear conclusion about the root cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.